Event description:
Patient required 53 units of scheduled 70/30 insulin this morning. Nurse used the 100 unit syringe. Unlike the 50 unit syringe, the needle syringe and needle are in two parts. Even though the rn had checked the security of the attachment, the needle head came loose from the body of the syringe during administration, causing a small amount of the insulin to be wasted. Md notified; one extra accucheck obtained and a one-time dose of 20 units of 70/30 insulin prescribed. Blood glucose not elevated outside of baseline range for this patient. If the syringe were constructed as one piece like the 50 unit, this incident could have been avoided.